Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with glucose readings exceeding 400 mg/dl for several hours after a recent supply change, despite no observed infusion set leaks or kinks and receipt of device alerts for prolonged elevated glucose. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education on potential causes of elevated glucose and advising supply replacement and monitoring per healthcare provider guidance. Investigation of this case revealed no confirmed device or component malfunction and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.